Event description:
Male patient with 240gm prostate with median lobe underwent aquablation procedure on (B)(6) 2018. On (B)(6) 2018, the treating physician brought the patient back to the or to perform fulguration to address bleeding. Bleeding was noted during cautery on lateral lobe, right wall, 3cm from the bladder neck. Patient was discharged home on (B)(6) 2018. No further sequalae was reported

Manufacturer narrative:
H.10. Additional manufacturer narrative: a review of the aquabeam system's log file was conducted, which confirmed that there were no anomalies during the procedure. The review indicated that the system functioned as designed. A review of the device history record (DHR) for lot number 18c00468 was conducted, which confirmed that there were no nonconformances generated during the manufacturing process of this system, which could relate to the reported event. The review indicated that the system met all required specifications when released for distribution. The aquabeam system's instructions for use (IFU), ifu310301, lists bleeding as a potential perioperative risk of the aquablation procedure. Based on the review of the log file, DHR, and IFU, the event is considered not to be device related. Bleeding is a potential risk of the aquablation procedure. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.